Event description:
Vagus nerve stimulator implanted: 2006, turned on: the following month, explanted the following month: coil/electrodes not removed. ER visit: infection at incision site on my neck: a month after the original month. I told the nurse practitioner that something felt wrong with the lead in my neck. It felt like something had moved, it just didn't fell right. The first time I told her was in five months later, I believe. ER visit: nerve stimulator malfunction: the following month, no one there knew what to do, taped my magnet on and went home. Had x-ray, that was sent to cyberonics I had it turned off for at least a month. I was so afraid of turning it back on. Once I had it turned back on, I started having migraines almost everyday. I put up with it for several more months, then I asked for it to be turned off, and I asked about getting it removed. I believe it was turned off in 2007. After it was turned off, I started getting severe cramps in my neck. I had an appointment with dr at medical center in 2008 to discuss removal of my vagus nerve stimulator. He said the surgery was too dangerous, there could be scar tissue entangled around the carotid artery and or jugular vein. Surgery could result in a stroke or even death. He also said surgeons do not like to remove items implanted by other surgeons, because he doesn't know how it was put in. He suggested I do some stretching exercises. He said a muscle relaxer might help, but would not be good for my bi-polar. He said if it were him, he would leave it in until I couldn't bear the pain any longer. He also said, he thought there may be something else going on, the leads may not be causing the spasms. I told him that if I were not able to stretch my neck and get the cramping to stop, I would have to go to the ER. I am afraid of that happening more, so now after what he has said about the surgery. I had to go to the ER after an adjustment caused severe electrical shocks. The doctor in the ER didn't have a clue what to do, and had never heard of the vns. They told me to go to the doctor that implanted it. That doctor is in missouri! The cramps/spasms are becoming more frequent. What happens if I do have to go to the ER, are they going to have a doctor-neurosurgeon- there to do emergency surgery! My asthma is worse. I have to use inhaler every night. As soon as I lay down, I start to wheeze and cough. I wake up coughing and have to use the inhaler again. I don't need the inhaler during the day? - my abdomen has sharp pains when I turn over during the night. -the abdomen pain comes and goes - happened during the day only a couple of times - I am having terrible sneezing attacks that last 12-15 hours per day. But, if I sit completely still, I will not sneeze. These attacks are about every other week, or more. They completely wear me out! I have not felt well for a couple of months, fatigue, nausea and lots of bouts of diarrhea. I have pain - comes and goes - in both my breasts, like electrical shocks from the top all the way to my nipples. They are sore to touch, comes and goes. May be: the vagus nerve stimulator has aggravated my vagus nerve - and who knows what else - and is causing some of the problems I listed above. I called the surgeon in missouri - I live in nc now - and the nurse told me the doctor said the leads should not be removed. She said the doctor said surgery would cause more scar tissue. I was never told that the complete device couldn't be removed. Had to remove device approx four months later. Dates of use: 2006 -- 2007. Diagnosis or reason for use: depression.